Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section e2, e3, g2, h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the device was a product before countermeasures due to a design change of the printed circuit (dr) board. The image lost was attributed to the failure of dr board. Additionally, since it is more than six years the device was delivered, the malfunction of dp board presumably occurred due to dp board components failure caused by deterioration over time.

Event description:
It was reported to olympus that during preparation for use, the evis exera iii video system center does not display an image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. It was confirmed that there was no image displayed due to faulty patient board sets and a bad image with 190 scopes due to a faulty dp board. Additionally, the evaluation uncovered a worn-out video connector causing flickering image to the device. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.